Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 118 mg/dl and a sensor glucose level of 70 or 80 mg/dl. Blood glucose level at the time of the call was 148 mg/dl. Customer also reported noticing a curved cannula. The customer was advised that the sensor would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly on opened/used sensor.